Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damge occurred. The 90% stenosed lesion was located in a severly calcified and moderately tortuous posterior descending artery. The lesion was first treated with rotablator. The physician attempted to advance a taxus express2 2.5x12mm drug eluting stent, but was unable to cross the lesion. The physician noted that the "tip to the stent" was lifted up. The procedure was completed with another stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the distal end. The distal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this complaint can be attributed to the anatomical complications of the lesion.